Manufacturer narrative:
Reliability analysis inspected one opened and or used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings, but the cannula was found split from the tubing.

Event description:
The customer reported via phone call of issues with lost sensor. The customer's blood glucose level at the time was 155mg/dl. Troubleshooting was conducted and the customer is returning the sensors and receiving replacements.